Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac mentioned to the customer that the primary lamp had gone out and the secondary lamp was in use. Tac advised the customer to avoid using the cart and provided a part number for maj-1817. The customer replaced the lamp, and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error. The event occurred during a colonoscopy procedure the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.